Event description:
It was reported that the cutting block and capture would not fit together during surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding an assembly issue between a resection guide and modular capture involving a triathlon resection guide was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device concluded the device showed signs consistent with use. The device was tested and found to be functionally acceptable with the returned mating component, (B)(4), referenced in pr. Medical records received and evaluation: not performed as there was no medical intervention or adverse consequences reported to be associated with the event. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the referenced lot. Conclusion: functional inspection confirmed the resection guide to be fully functional with the returned specialty modular capture. The event could not be confirmed as it could not be duplicated. The exact root cause could not be determined as the alleged failure could not be duplicated or repeated with the returned devices. Further information is needed to clarify the alleged issue experienced by the user.

Event description:
It was reported that the cutting block and capture would not fit together during surgery.